Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected low out of range shock impedance measurements of less than 20 ohms on the right ventricular (rv) lead. The patient was later seen by the physician, and the lead shock impedance had stabilized to normal measurements. No adverse patient effects were reported and no remedial action has yet been taken on the lead.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.